Manufacturer narrative:
On 5/13/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2019, indicated that patient is a diesel truck mechanic and was moving a large tire when she felt pain at the right chest and later noticed her right saline implant had deflated. As a result of this information, mentor added injury to the patient code. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left-mentor smooth round moderate profile 350cc saline breast implants, lot number 210243. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor smooth round moderate profile 350cc saline breast implants which the right side spontaneously deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.